Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the son experienced hyperglycemia. The customer blood glucose level was 412 mg/dl. Customer stated that he decided to change the site, reservoir and set and gave his son a manual injection of 1.0 u after that, blood glucose started to lower down and was at 327 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that insulin pump was still on auto mode. The devise will not be returned for analysis.